Manufacturer narrative:
Event originally reported under related complaint for the console, MFR# 2124215-2022-14637. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob; therefore, the reported errors received on the console could not be confirmed. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, errors 820, 202.11 and 141 were displayed on the console screen. All prompts to clear the errors were followed, but error 141 still remained. The patient had been sedated but the procedure had to be cancelled. The console was taken to biomed where it was rebooted and found to be working fine. The fiber was returned and analysis identified a break in the fiber body between the input connector and control knob.